Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their reservoir. The customer states they pulled the plunger too far and cannot get it back to normal. The customer's blood glucose level was 160 mg/dl. The customer had issues with air bubbles. The customer was advised the reservoir would be replaced and returned for analysis.